Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5044260) in united states on 07-oct-2015 who had essure (ess205) (fallopian tube occlusion insert) inserted in 2000. She reported that since the procedure she experienced several issues. She experienced prolonged bleeding daily from 2011 and after that she had a d&c to correct the bleeding. She was very fatigued and frail. In 2014, she developed additional issues which resulted in a partial hysterectomy. She has endured pelvic pain which had affected her marriage intimacy with her husband, they have not been intimate since the hysterectomy in 2014. She is in constant pain from pelvic to lower back pain daily. Product technical complaint investigation result was received on 24-oct-2015: the ptc global reference number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had prolonged bleeding daily (interpreted as genital bleeding). She underwent a d&c (interpreted as dilation and curettage). She also reported constant pain from pelvic. A hysterectomy was performed 14 years after essure insertion. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and pelvic pain may occur. Given the nature of the event genital bleeding and in the lack of an alternative explanation, causality with essure cannot be excluded. The pelvic pain did not resolve after hysterectomy, suggesting that essure was not the only responsible for the pain. However, given the nature of this event a contributory role of essure for its initial occurrence cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (dilation and curettage, hysterectomy). Product technical analysis was performed with neither batch number nor complaint sample. According to results, there is no relationship between the reported medical event(s) and quality defect. Further information is expected.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 3-jan-2017: reported now from lawyer: plaintiff initials specified, essure305 (not 205) implanted on (B)(6) 2009 (not in 2000) for permanent contraception, removed on (B)(6) 2014 by left salpingo-oophorectomy (surgery specified). Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and had prolonged excessive bleeding daily (interpreted as genital bleeding). She underwent a d&c (interpreted as dilation and curettage). She also reported constant chronic pain from pelvic area. A partial hysterectomy, left salpingo-oophorectomy was performed. These events were considered serious due to medical significance and are anticipated in the reference safety information for essure. After essure insertion abnormal genital bleeding and pelvic pain may occur. Given the nature of the bleeding, causality with essure cannot be excluded. The pelvic pain resolved after hysterectomy, suggesting that essure was responsible for the pain. Thus, a contributory role of essure for this pain cannot be excluded. Non-serious events were also reported. This case was regarded as incident because surgical intervention was performed and device removal was required. Product technical analysis was performed with neither batch number nor complaint sample. According to results, there is no relationship between the reported medical events and quality defect. Upon receipt of follow-up information, this case became legal. Thus, further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up received on 16-nov-2015: essure consumer general questionnaire was received. Reporter information was updated. This case refers to (B)(6) female consumer. Her height is (B)(6) and her weight is (B)(6). Essure was not inserted after pregnancy. Consumer did not use any back-up contraception. She did not know if hsg (hysterosalpingogram) was performed. Consumer looked for her physician due to bleeding, fatigue and pain. The symptoms started on (B)(6) 2011 and they started improving on (B)(6) of 2012. As treatment dilation and curettage was performed. Consumer stated that she was also in and out surgery. Diagnostics tests were performed in 2014, but details were not provided. Consumer experienced large cysts which resulted in hysteroscopy and removal of one essure device right side in (B)(6) 2014. She use to experience pain in the area constantly. After surgery, she has no more pain constant, bleeding every day for 6 months, fatigue, loss of weight and weak. Consumer did not know about the location and condition of devices at the day of surgery. She stated that she recovered somewhat after one essure removal. Consumer believes that conditions were caused by essure. Company causality comment: this spontaneous non-medically confirmed case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had prolonged bleeding daily (interpreted as genital bleeding). She underwent a d&c (interpreted as dilation and curettage). She also reported constant pain from pelvic. A hysterectomy was performed 14 years after essure insertion. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and pelvic pain may occur. Given the nature of the bleeding, causality with essure cannot be excluded. The pelvic pain resolved after hysterectomy, suggesting that essure was responsible for the pain. Thus, a contributory role of essure for this pain cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (dilation and curettage, hysterectomy). Product technical analysis was performed with neither batch number nor complaint sample. According to results, there is no relationship between the reported medical events and quality defect.